Manufacturer narrative:
As reported the optifix straight fasteners were not fully seating into the mesh/soft tissue and appeared to be crooked. Evaluation of the subject device finds for bent guide wire and bent back up tabs. The reported failure to fixate event and bent fasteners deploying is the result of the bent guide wire and deformed backup tabs. Based on the sample evaluation and investigation performed the bent guidewire and backup tabs on the device are the results of the forces applied while in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in december, 2021. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ sample evaluated.

Event description:
As reported, during a laparoscopic epigastric hernia repair procedure on (B)(6) 2022, when the surgeon attempted to fixate an unknown mesh using the bard/davol optifix straight fixation device, it was found that some of the fasteners were deployed but not fully fixating into the mesh/soft tissue and appeared to be crooked. It was reported that the device was removed and another optifix device was used to complete the procedure without any issue. There was no reported patient harm/injury as a result.